Event description:
The pt reported hearing overly loud sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery was done on 04/04/1998. The health care professional has been informed that the explanted device should be returned to cochlear corp.